Event description:
It was reported that a compella bariatric rental bed on an intensive care unit was deflated at the center, the patient was uncomfortable and developed two deep tissue injuries. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that a compella bariatric rental bed on an intensive care unit was deflated at the center, the patient was uncomfortable and developed two deep tissue injuries. It was additionally noted by the customer that, as of now we do have 4 patients with developed pi related to malfunctioning mattresses. Follow-up attempts were made with the customer, on further details of the 3 additional patients alleged harm/injury associated with the device, including date of injuries noted, specific injury type, sequence of events, if the device provide an alert/alarm, medical intervention provided, length of delay, device serial numbers associated with each patient, and additional patient information including admitting diagnoses, past medical history, gender, age and weight, and each patient¿s outcome. The customer replied, pressure injuries were reviewed, and we only found 1 patient in which the compella bed malfunctioned. Hillrom has reached out for final clarification from the customer on if we are still pending details on the other three patients mentioned with pressure injuries or if the injuries occurred on non-hillrom devices. Currently hillrom has received no information back on this clarification. Follow-up with the customer confirmed the patient is a 52-year-old female weighing 131 kg with a t1-t6 spinal cord injury, history of diabetic neuropathy and episodes of incontinence. The patient had no pre-existing pressure injuries prior to be placed on the compella for preventative measures and was placed on the device from (B)(6) 2021, with a trapeze and pressure mode listed as, unable to determine. Customer states the patient was being turned every two hours, however, would resist at times due to pain. The care team noted a deep tissue injury on her sacrococcygeal area and left heel on (B)(6) 2021. Medical intervention provided was asked, however the customer was unable to provide. No delay was confirmed. The customer states they checked the bed (surface, mattress, cables) to troubleshoot and communication between the cables and connectors were not operating correctly. A bed exchange occurred for the patient. The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). User manual information on the air supply unit states if the mattress is not inflating, an alarm will make the caregiver aware of the issue and the IFU provides guidance on troubleshooting, which mitigates the risk of a serious incident occurring from the malfunction. Inspection of the device by a hillrom technician found the seat bladder disconnected. The component was reconnected, and the device is now noted to be functioning as designed. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Deep tissue pressure injuries (dtpi) are persistent non-blanchable deep red, purple or maroon areas of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Ulcers covered with slough or eschar are unstageable. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. An unstageable dti is considered a serious injury for the reasons noted above. Therefore, hillrom is cautiously reporting this event due to the serious injury involved. Based on this information, no further action is required.